Manufacturer narrative:
The revision reported may have been due to a combination of risk factors including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. H6: the patient has filed a complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2017. Approximately, 3 years and 6 months after the initial procedure, the patient had a right hip revision on (B)(6) 2021. Due to pain, stiffness, discomfort, and weakness which in turn negatively affected the patient's mobility and quality of life and necessitated a revision surgery the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.